Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was admitted on the morning of report. They went to the ER for shocking/spasms after using the programmer to turn the voltage down. They wanted to turn the amplitude down because they felt a funny/heavy feeling in her head while recharging the day prior to report. The right side of their body experienced shaking/spasms while the programmer was over the left ins. The shaking/spasms stopped once the programmer was removed. Impedances were taken while they were in the ER and everything looked normal. The patient was given ativan to calm down and the shocking/heaviness had subsided. The implant/stimulation was on when the company representative interrogated the ins. They checked the data/diary usage and found the ins had been accidentally turned off since (B)(6) 2015. The shocking with the programmer had occurred around 10:30am on the day of report. At 11am the stimulation was turned on. The amplitude was set at 4.9v. The patient had three falls over the past three weeks. They were not hard falls and they didn't think anything shifted. The change in therapy was not related to positional movement. The amplitude was decreased from 4.9v to 4.6v by the representative. It was further reported 5 days later that after having spoken with the patient and checking it with the clinician programmer, her stimulator had been off. What was believed that happened was that the patient turned the stimulation back on and was extremely sensitive to the stimulation coming back on and she reported it as a shock. Her device was programmed at 4.9v which was a significant amount of voltage when they have had it off for several days. There weren't any impedance issues. They did a long educational session with the patient and their caregiver because they thought there was some confusion on how to recharge and use the programmer. They tried using the programmer and no shocking sensations occurred. The patient wasn't sure how the stimulator got shut off on (B)(6) 2015. The stimulator was back on and the patient was doing much better after they saw her in the ER.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient had contacted the rep asking how to switch groups using thepatient programmer (pp). The patient's neurologist set up a new group for them at their last appointment ((B)(6) 2016) and the patient had tried it out for a few days but stated they were still experiencing some tremor and wanted to switch back to the old group. When the patient switched back, because it had such a high setting at 4.7v, the patient was very sensitive to the stimulation and experienced a shocking feeling and speech issues. Once the patient switched back to the new group that was just created this week all the funny sensations and side effects went away, but the tremor was still not the best. The patient had never had full tremor control, but throughout the time they has the therapy their tremor control fluctuates. The issue was reported to have been resolved, patient was reported to be fine and was receiving normal therapy.

Manufacturer narrative:
Updated patient information and the initial reporter.